Event description:
Device complication: stent unable to deploy, time of complication: during procedure, symptoms: none reported. The doctor was working in the iliact artery with an 80 length absolute stent. The arter had a tight angle, and when the doctor positioned the stent to deploy, the absolute thumbwheel clicked about three (3) times and stopped. The stent would not deploy. The doctor then removed the absolute from the patient and the stent deployed outside of the patient's body. The doctor used a non-guidant stent delivery system to complete the case. The device was received by guidant separated in two pieces. No additional information available.